Event description:
Additional information was received from a healthcare professional (hcp). It was reported that no troubleshooting could be performed in relation to the pump alarming due to elective replacement indicator (eri) as the pump could not be programmed. When the pump was interrogated no other option was noted except to turn the pump off. To resolve the pump alarming due to eri, eos, low battery reset, and tube set the pump was turned off and no code was needed to do so. The cause of the pump alarming was unknown, eri was 13 months and pump had been refilled a month ago. The pump alarming had been resolved by turning it off. The logs showed that many, 10+, low battery resets occurred on (B)(6) 2016. It was recommended that the patient begin taking oral baclofen.

Event description:
Information was received from a healthcare professional regarding a patient receiving lioresal (1000 mcg/ml at 240 mcg/day) via an implanted pump. The indication for pump use was spinal cord injury/spinal cord disease and intractable spasticity. On (B)(6) 2016 a pump alarm was heard. The same day, telemetry confirmed the pump alarms were due to eri (elective replacement indicator), eos (end of service), low battery reset, and tube set. Eri was supposed to be 13 months. The schedule to replace by date was (B)(6) 2095. Per the reporter she had seen other issues in the past, but not like this. When the event logs were reviewed today ((B)(6) 2016) there were numerous resets and low battery events all with todays date and a 15:43 time stamp with many exclamation points. The patient and caregiver heard the audible pump alarm today at 09:00. It was noted that the patient was elderly with not too great of insight due to a stroke. The patient would say he was not in pain, but then would grimace. The patient had abdominal pain at the location of the pump (right lower quadrant) along with left-sided itching and pain that began 3 days ago with a sudden onset. The patient also had a rash that went up to his chest with fine bumps and one side of his neck was spasming.

Manufacturer narrative:
(B)(4) no longer apply. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a business partner. On (B)(6) 2016, the patient was seen in the ed (emergency department) with a beeping baclofen pump. The patient¿s caregiver reported that she had started to hear the pump beeping that morning. At that time, the patient had no spasms but for the last 3 days he had experienced left sided itching on his neck and upper chest. His pcp (primary care physician) felt this was shingles versus contact dermatitis as there was a slight rash there too. A physical examination was performed. The patient appeared uncomfortable but had no acute distress. The examination revealed hypertension (a blood pressure reading of 160-85), along with increased lower extremity tone for his bilateral hips and knees (with modified ashworth scores of 3-considerable tone increase, prom [passive range of motion] was difficult.) The physical examination also revealed an irregular heart rate and rhythm, stable paralysis of lateral lower extremities, and left foot drop. The pump site at the right abdomen had no swelling and the skin was intact. There was no pain with palpation of the pump or the surrounding area. The patient had recently undergone treatment for a uti (urinary tract infection) per his caregiver. Prior to his admission, he had experienced lower abdominal pain and decreased urine output over several days and had been treated for a uti with a 7 day course of ciprofloxacin. At this time, the intrathecal baclofen pump was interrogated and displayed a ¿terminal event¿ message. The pump was turned off to stop the alarms and on (B)(6) 2016, treatment was lioresal was stopped due to the terminal pump stall. He received the initial assessment of premature baclofen pump failure/dysfunction and lower abdominal pain. The treatment plan included a one-time dose of oral baclofen 20 mg and then 10 mg every 6 hours and diazepam 5 mg every 8 hours. The diazepam was to be held if he had signs of sedation and itching and pain would be addressed if they developed. The goal of treatment was ¿to get him comfortable¿ on an oral regimen of baclofen, plus diazepam if needed. The right side abdominal pain was thought ¿not clearly related¿ to itb (intrathecal baclofen) therapy as he recently had treatment for a uti. He received the diagnoses of uti, hyponatremia, constipation, c3 spinal cord injury, and hypokalemia. On hospital presentation, his ua (urine analysis) was positive for moderate leukocyte esterase and a wbc (white blood count) of 55. On (B)(6) 2016, a urine culture was performed and the patient was prophylactically started on ceftriaxone 1 gram every 24 hours. His urine culture grew proteus mirabilis which was susceptible to amikacin and esbl proteus which was susceptible to ertapenem. On (B)(6) 2016, a CT (computerized tomography) scan of the abdomen/pelvis was performed and revealed the spinal pump within the subcutaneous fat at the right lower quadrant anteriorly with no evidence of a fluid collection, diffuse thickening of the bladder wall with some minimal haziness in the surrounding fat suggesting infectious/inflammatory etiology (correlation patient urinalysis was recommended), a large amount of gas and stool throughout the colon, and a single small non-obstructing stone was seen in each kidney. On (B)(6) 2016, an ultrasound of the right lower extremity showed no evidence of a dvt (deep vein thrombosis). On (B)(6) 2016, a cxr (chest x-ray) was performed and revealed widening of the inferior left paraspinal stripe and tortuous descending thoracic aorta, favoring underlying hiatal hernia, and minimal atelectasis in the left lung base. He had not had a bowel movement in the 2-3 days prior to hospital admission. With hospitalization, he was started on a senna 2 x/day and colace. He received one dose of miralax. A CT of the abdomen and pelvis was un-suggestive of any obstruction. During the first night of hospitalization, he had one large bowel movement with improved abdominal discomfort. He then experienced regular bowel movements for the remainder of his hospital admission. On admission, his sodium was 126, serum osm (osmolality) of 257, urine osm of 234, and urine sodium of <(><<)>20, which indicated he was diluting his urine. He did not appear fluid overloading on exam and with a fluid restriction during hospitalization his sodium had improved to 137 at discharge. On (B)(6) 2016, the patient received a PICC (peripherally inserted central catheter) for home infusion IV antibiotic therapy. He had started ertapenem for the uti during hospitalization and was discharged to home with a 14 day course. His discharge instructions included to perform intermittent catheterizations without leaving the catheter in. He had intermittent hypokalemia throughout his hospital admission. His medications were reviewed without an obvious culprit noted. This was determined to be likely to his decreased oral intake with the infection and was directed to follow up with his primary physician after discharge. It was noted that the pump had failed by pm<(>&<)>r (physical medicine and rehabilitation). On (B)(6) 2016, the patient was discharged to home in stable condition. At the time of discharge, the patient did not report pain or spasticity and did not show any signs of withdrawal. He was discharged on his home oral baclofen dose. He received the discharge diagnosis of complicated uti 2/2 esbl proteus mirabilis. He was directed to complete the course of IV ertapenem. The issues of motoring of his potassium and the baclofen pump failure were to be addressed by his pcp. On 2016-dec-27, additional information was received that indicated the patient received the admitting diagnoses of complicated uti and baclofen pump failure with the hospitalization from (B)(6) 2016. Concomitant products included cozaar (losartan potassium) 100 mg at 1x/day and valtrex (valacyclovir hydrochloride) 500 mg at 3x/day. As of (B)(6) 2016, the abdominal pain near the pump/urinary tract infection had resolved with treatment. The itching and rash were clarified as dermatitis and were resolved as of (B)(6) 2016. Also as of (B)(6) 2016, the neck spasms had resolved with oral baclofen and diazepam. He was discharged in stable condition, and subsequently recovered. The patient¿s concomitant medication included baclofen 10 mg 1x/day orally, diazepam 5 mg 3x/day orally, uroxatral (alfuzosin) at 10 mg 1x/day orally, colace (docusate sodium) at 100 mg as needed orally, ergocalciferol at 50000 iu 1x/week orally, proscar (finasteride) at 5 mg 1x/day orally, gabapentin at 1200 mg 2x/day orally, synthroid (levothyroxine) at 150 mcg 1x/day orally, herpecin l (lip protectant with sunscreen) topically, omeprazole at 20 mg 1x/day orally, paxil (paroxetine hydrochloride) at 40 mg 1x/day orally, potassium chloride at 10 meq 1x/day orally, flomax (tamsulosin hydrochloride) at 0.4 mg 1x/day orally, valtrex (valacyclovir hydrochloride) at 1000 mg 3x/day orally, miralax (polyethylene glycol) at 17 g up to 1x/day orally, cozaar (losartan potassium) at 100 mg 2x/day orally, anusol-hc (hydrocortisone) at 25 mg 2x/day rectally, and norco (hydrocodone acetaminophen) at 1 tablet up to 6x/day orally. The patient¿s medical history included an allergy to morphine (hallucinations), hypertension, rle dvt (right lower extremity deep vein thrombosis) status/post an ivc filter, an ivc (vena cava filter insertion) procedure, and a stroke (cerebrovascular accident) from 2015 to unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.